Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer's sensor had inaccurate readings. Customer stated their blood glucose was over 500 mg/dl and their sensor glucose was reading 327 mg/dl. Customer also reported a calibration error alert on their insulin pump. The customer has changed their sensor as a result. No additional information provided.